Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. No asystole was observed, but the lead was found to be fractured at the cathode. The lead remains in service, but reprogramming was performed to restore biventricular pacing. No additional adverse patient effects were reported.